Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. Review of the device log showed the system log was corrupted. It could not be determined how the log was corrupted but a full cp clear via cli commands has been performed to remove the corruption to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.